Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for 3 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be constipation. The patient began remedial treatment for the peritonitis with vancomycin intraperitoneally (ip), ancef ip and penicillin intravenous (IV) (doses and frequencies not reported). Pd therapy was ongoing. The patient was recovering from the event of peritonitis. No additional information is available. This is report 3 of 6 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894394, gd894410 and gd894865 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.